Event description:
It was reported that the device had reached eri prematurely. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the reported premature battery depletion. Based on device usage information, the device did not perform to the expected longevity. The device was tested on the bench and on our automated testing equipment. No high current drain sources were found. The battery was returned to the manufacturer for additional analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.